Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Review of DHR was performed and no issues stated by the customer were found. According to the statement of complaint we cannot confirm the issue stated by the customer and we cannot assign it as a manufacturing defect, we will inform the production personnel about this issue so they can be aware of it. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends root cause description: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Rationale: based on the above a CAPA is not required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage was found on the valve of a 10 ml bd cornwall¿ disposable syringe filling system with tubing set during use. No injury or medical intervention.